Event description:
Pt states not feeling good and seeing stars. Sudden onset. Dose or amount: ld 1500, hd 1000, frequency: dialysis run, route: IV. Suspected lot numbers of heparin 1000 u/ml 30 ml vials: in 2007, lot # 107066 syringe # 200; five days later, lot # 97081, syringe # 80; one day later, lot # 97081, syringe # 150; the next day, lot # 107066, syringe # 200. Diagnosis or reason for use: chd stage 6.